Event description:
It was reported that as surgeon went to remove the guide, he noticed that the locking mechanism fell off from the plate. The plate was already secured with screws. The locking mechanism was retrieved. No patient complications were reported.

Manufacturer narrative:
The locking ring was returned. Evaluation by the product development engineer showed that it is difficult to make an assessment without looking at the guide for possible instrument malfunction. Unable to determine the cause of the event.